Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not turning on with a new battery inserted. Blood glucose level at the time of the incident was not. During troubleshooting, the customer was unable to get the display to return after a pump rest. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.